Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged having upper burning in chest, paralized diaphram makes it hard to breath. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging upper burning in chest that he has contacted amonia and paralized diaphragm makes it hard to breath related to a CPAP device's sound abatement foam. The device was returned to the manufacturer's product investigation lab for evaluation. The external and internal aspect of the device was inspected. The manufacturer observed dust/dirt contamination inconsistent with degraded sound abatement foam was observed throughout device enclosure, and airpath, suggesting a source external to the device. The manuafcturer also observed evidence of water ingress on the blower and blower box. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation, but a small amount of liquid ingress and dust contamination were observed and are consistent with being from an external source.